Manufacturer narrative:
(B)(4). The customer reported an intermittent connection between the therapy cable and therapy port during a pt event. The involved pt died but the customer has stated that the device behavior did not impact the pt outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent connection between the therapy cable and therapy port during a pt event. The involved pt died, but the customer has stated that the device behavior did not impact the pt outcome.